Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired due to unk reasons. Date of death is unk. It is unk if pt's death was device related. No further details were provided. Info learned from surgeon's office.